Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not deliver shock when attempted using internal paddles. The customer advised that a back device and internal paddles were available and were used to continue patient care. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The internal paddles and therapy cable for internal paddles were returned to stryker product analysis center for further evaluation. The reported issue could not be reproduced or verified. A cause of the reported issue could not be determined. H3 other text : device not returned but the accessories were returned.

Event description:
A customer contacted stryker to report that their device would not deliver shock when attempted using internal paddles. The customer advised that a back device and internal paddles were available and were used to continue patient care. There were no reports of harm to the patient as a result of the reported event.